Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a lower than expected impedance of 519 ohms. One of the patient¿s leads was reportedly removed, but the extension and ins were left intact. No further complications were reported. Refer to manufacturer report #3004209178-2017-09296 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.